Event description:
It was reported that during implant attempt, the lead was placed into the right atrium, the lead helix was deployed, but then dislodged. It was also reported that the lead was attempted to be placed again, but the lead helix would not deploy. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted there was inner insulation that was kinked buckled, the lead was stretched, and damaged at implant.